Manufacturer narrative:
Report date: (B)(6) 2021. The patient was not harmed or injured as a result of the reported event.

Event description:
It was reported that the ventilator while in use on a patient the unit gave an alarm, and the screen went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and in the ventilator diagnostic logs gave error code indicating data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed. The customer was not able to duplicate the reported issue. Further information is pending.

Manufacturer narrative:
The replaced gas delivery system (gds) was returned for internal failure investigation. The customer complaint cannot be verified. The returned gds passed all testing. No fault found.

Manufacturer narrative:
The customer reported to technical support that the unit was run for four days with no issues. The reported issue was not duplicated, and the unit was returned to use. Multiple attempts were made to obtain patient information but have been unsuccessful.